Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to power up. The device was evaluated by a philips field service engineer. The switch was replaced to resolve the issue.